Event description:
It was reported that the guidewire exited this lead during implant. Another lead was implanted in its place. The lead is expected to be returned for analysis. No adverse patient effects were reported.